Event description:
It was reported that the right ventricular (rv) lead developed an elevated pacing threshold and was considered high. The elevated threshold was thought to deplete the implantable cardioverter defibrillator (ICD) battery prematurely. The lead and ICD were explanted and replaced. No patient complications have been reported as a result of this event. The right atrial (ra) lead was explanted and replaced due to an associated device and had no associated complaint. The lead subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4). 694765 lead, implanted (B)(6) 2010. (B)(4).